Event description:
A malfunction with a code displayed as "malf 24" was reported, causing the customer to contact support. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer agreed to use a multiple daily injection (mdi) backup therapy and understood the instructions provided.